Event description:
Customer reported when an attempt is made to select the voice and tone mode only the tone sounds. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval: eval of the returned product shows the unit powers on. When in tone mode the unit played tone correctly. While in voice and tone mode, the unit played voice once and then stopped without playing tone. When in voice mode the unit played voice message once and then stopped. (B)(4).